Event description:
Customer called to report that a hospitalization has occurred due to diabetic ketoacidosis. Paramedics were called to transport customer to hospital. Customer's blood glucose reading was 526 mg/dl. Customer stated that she was vomiting and had a severe headache. Customer is being treated with IV drip. During troubleshooting, time and date are incorrect. Assisted customer with correcting. Programming is correct. Manual prime is correct, insulin exits the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.